Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter (aus) consisting of a cuff, pump, and balloon were implanted due to unspecified reasons. Additional information received indicated that the reason for the procedure was that the patient was still leaking and had a poor outcome following the sling implant. The physician indicated that the patient was not a good candidate for a sling but wanted to have the procedure before going to an aus. The physician discussed the likelihood of a revision with the patient. The patient outcome following the aus procedure was good.